Event description:
It was reported that a patient experienced left wound dehiscence with a small opening on the left side of the head at the edge of the incision, accompanied by a rash and swollen lips potentially due to antibiotics. The patient required in-patient hospitalization, an emergency room visit, and an unscheduled clinic or office visit. The patient reported noticing the small opening on the left side incision of the head since (B)(6) 2024, with no active drainage but a crust/scab forming overnight, which was repeatedly exposed due to scratching. The patient denied any pain, tenderness, nausea, vomiting, fever, or chills. Medical interventions included prescribing keflex bid for 7 days, fluconazole, and topical betadine on the incision bid for 2 weeks, followed by a prescription of keflex up until the surgery date. A left frontal wound revision was performed at the left burr hole incision site, and later, steroids were prescribed instead of antibiotics. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the patient was advised to apply topical betadine on the incision bid for 2 weeks on (B)(6) 2025, keflex prescribed again up until surgery date on (B)(6) 2025, left frontal wound revision (left burr hole incision) on (B)(6) 2025, steroids prescribed instead of antibiotics on (B)(6) 2025. No other actions were taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.